Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. No unexpected low battery, off no power alarm, battery indicator anomaly or losing power anomaly noted during testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, stained keypad overlay and stained address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed off no power alarm. Customer's blood glucose was 450 mg/dl. Device had a crack on the screen. Device did not alarm a low battery alarm prior to the off now power alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.